Event description:
It was reported that a spectrum iq pump under infused and did not alarm an upstream occlusion during fentanyl therapy at the critical care unit. It was stated that the intravenous (IV) fentanyl vial was due to be changed, vial noted to be 1/2 full. Pump reading of 22.5ml/hr was not being delivered. Pump never alarmed signifying upstream occlusion. Patient received dose at half the pump's stated rate. IV pump taken out of service and new pump put in its place." No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.